Manufacturer narrative:
(B)(4). Date of event: unknown; captured as awareness date. Medical device: batch # unk. (B)(4). The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that on (B)(6) 2019, patient underwent an exploratory laparotomy, lower anterior resection, and extended left hemicolectomy. After developing complications in the hospital, patient was taken to surgery for posterior anastomotic breakdown on (B)(6) 2019 and alleges the leak was due to the stapler. It¿s further reported the patient now has a permanent colostomy.

Manufacturer narrative:
(B)(4). Date sent: 02/26/2021. Medical records received. Please see attached.